Manufacturer narrative:
(B)(6).. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from a solution bag which is known to cause this alarm. The cause of the leak could not be determined; the caregiver was unable to tell if the connection was loose or if the solution bag was damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, the caregiver reported that one of the solution bags was leaking. They were unable to tell if the connection was loose or if the solution bag was damaged. Renal therapy services (rts) assisted in clearing the alarm and removing the cassette. Rts advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.